Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was detached from the balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage. The bumper tip of the device showed signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage were occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. A non-bsc stent was implanted in the distal of the lesion. A 16 x 4.00 promus premier¿ stent delivery system (sds) was advanced; however the device came into contact with the previously implanted stent and was unable to cross the lesion. A non-bsc guide extension catheter was used to make the sds cross the lesion but the stent came into contact with the sheath of the guide extension catheter and was lifted. When the sds was removed, the stent dropped off from the delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that stent dislodgement and stent damage were occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. A non-bsc stent was implanted in the distal of the lesion. A 16 x 4.00 promus premier¿ stent delivery system (sds) was advanced; however the device came into contact with the previously implanted stent and was unable to cross the lesion. A non-bsc guide extension catheter was used to make the sds cross the lesion but the stent came into contact with the sheath of the guide extension catheter and was lifted. When the sds was removed, the stent dropped off from the delivery system outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.